Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced five competitors¿ coils and four smart coils into the target vessel using a non-penumbra microcatheter. The physician then made several attempts to advance a smart coil, as the tenth coil, but felt resistance at the beginning of the introducer sheath. After applying excessive force, the smart coil still could not advance beyond its starting position within the introducer sheath. The smart coil was therefore removed and was not used in the procedure. The procedure was completed with a competitor¿s coil and the same microcatheter. There was no report of an adverse effect to the patient.